Event description:
The pt underwent an abdominal hysterectomy in 2004, in which a 3m micropore tape product was used. The catalog number was not reported. The pt stated that a skin reaction had occurred under the area where the micropore tape was placed. Upon further follow-up the affected area has healed. The pt stated that when the micropore tape was removed approximately 26 hours after surgery, it was observed that the area under where the micropore tape had been placed looked sunburned. Approximately 4 hours later the area appeared bruised and the following day blisters developed. Upon further follow-up the affected area has healed.